Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level over 800 mg/dl. Reportedly, elevated bg level was due to a non-tandem infusion set leaking insulin. Customer addressed bg level by administering a manual injection. The infusion set brand and manufacture was not provided.